Manufacturer narrative:
The insulin pump had button error alarms due to corroded keypad traces. The insulin pump was unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to button error alarms. No moisture damage found on electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 513 mg/dl at the time of incident. The customer stated that she was unable to treat the high blood glucose with the insulin pump due to issue. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.